Manufacturer narrative:
H10 h3, h6: the device was used in treatment and log files and case screenshots were returned for evaluation. It was reported that during the case, the system reverted back to the home screen the initial visual investigation of the log files found that: the error was a "segmentation fault" when the userre-entered the gap planning phase. This caused the system to unexpectedly exit the intraop portion of navio. The probable cause of the issue was a software failure. DHR review found that the software version (rc- 5205) has been validated. A complaint history review found similar reports. A relationship between the device and the reported event could be established.

Event description:
It was reported that during case, on the tibia placement screen, the software unexpectedly shutdown and returned to the home screen.